Manufacturer narrative:
During processing of this incident, attempts were made to obtain complete patient information. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information revealed that the patient underwent surgical intervention on (B)(6) 2022 wherein the lead was repositioned back into space and anchored down. Postoperatively, the patient has effective therapy.

Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient was not receiving effective therapy from their system. It was found via x-ray that the lead had migrated. In turn, surgical intervention may take place to address the issue.